Event description:
It was reported that during preparation of a 2.0x20 rx mini trek dilatation catheter, air continued to pull when attempts were made to evacuate the air from the device using an indeflator. Reportedly, the leak was confirmed to be coming from the distal end of the hub (connection between the hub and hypotube). The physician applied purposeful manipulation and bent the connection between the hub to see the leak and the hypotube separated. The device was not used and there was no patient involvement. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the device was returned for evaluation. The reported leak was unable to be confirmed due to the condition of the returned device. Based on visual inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint-handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.